Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted that there was an insufficient volume in the ttsc (tube top sample cups) and missing the required dead volume (unusable volume). The customer noted that replicates pipetted from the ttsc and the atellica im 1300 analyzer was not consistent in flagging errors due to the insufficient volume in the ttsc. Siemens evaluated the event and performed internal testing with tnih and the required volume in ttsc. The analyzer produced valid results and performed as expected. Additional information (20-may-2020): siemens has determined that there is a potential to generate results on samples with insufficient volume using the atellica im 1300 and im 1600 analyzers. This can happen when samples are processed in specific sample tubes listed in the umdc. The minimum required volume (mrv) defined in the atellica operator guide smn 11069101, section 9 sample management must be used when sample containers are in use. However, if the volume of sample in the container does not meet the mrv, the shape of the tube bottom in conjunction with the sample probe movement may give a false total sample volume that fails to trigger an "insufficient sample" flag. This failure to trigger an "insufficient sample" flag does not occur for every true case of insufficient sample volume. Any sample type (quality control, calibrators and patient samples) may be affected and erroneously depressed results may be generated. The magnitude of the impact depends on the amount of sample that failed to aspirate, with an increased effect as the sample volume aspirated is reduced. An urgent medical device correction (umdc) asi20-02.a.us was sent to us customers and an urgent field safety notice (ufsn) asi20-02.a.ous was sent to outside the us (ous) customers in may of 2020. The umdc and ufsn explain the behavior described above and customers are directed to follow the instructions for use on all containers and ensure that the minimum required sample volume is put into all sample container types used on the atellica im 1300 and 1600 analyzers. To date, there are no allegations of injury due to this behavior.

Event description:
The customer evaluated the high-sensitivity troponin I (tnih) method with ttsc (tube top sample cups) on the atellica im 1300 analyzer. The customer noted that replicates were pipetted from ttsc and resulted in false negative results. The customer informed that ttsc testing and results were for experimental and troubleshooting purposes during the installation of the analyzer. There are no reports of patient intervention or adverse health consequences due to the false negative results.